Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately four (4) years post initial implant, sac growth has been reported with no visible endoleak. The physician elected to reline the original implant with another bifurcated stent graft and a suprarenal stent graft extension. The physician also placed several coils in the aneurysm sac. The patient was reported as stable post secondary procedure. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported event of sac growth. Clinical also found the following additional findings of stent cage dilation of both the bifurcated stent graft (main body) and the suprarenal stent graft extension (cuff). Event relatedness, procedure related harms and the final patient condition could not be determined with the medical available for review. A separate MDR will be filed for the stent cage dilation of the cuff (suprarenal stent graft extension). No additional investigation of this reported event is planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Event description:
At the completion of the clinical assessment on (B)(6) 2018, clinical was able to find substantial evidence to support the following additional findings of stent cage dilation of both the bifurcated stent graft (main body) and the suprarenal stent graft extension (cuff). A separate MDR will be filed for the stent cage dilation of the cuff (suprarenal stent graft extension).